Manufacturer narrative:
Results: the proximal pet lock was intact. The pusher assembly showed no signs of damage. The proximal constraint sphere was intact with the smart coil pusher assembly. The embolization coil was stretched from its proximal end. Resistance occurred while attempting to advance the smart coil through a demonstration microcatheter. The smart coil became compressed and would not advance through the hub of the microcatheter. Conclusions: evaluation of the returned smart coil revealed coil winds were stretched on its proximal end. This damage typically occurs due to forceful retraction of the device against resistance. The smart coil may have interacted with other coils when being advanced into the packed aneurysm. This interaction may have caused some difficulty upon retraction of the device into the microcatheter and out of the patient resulting in the embolization coil damage on the returned device. During functional testing, the returned smart coil was unable to be advanced through a demonstration catheter due to the embolization coil damage. The non-penumbra microcatheter was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician placed the initial coils in the target vessel using a non-penumbra microcatheter. Next, the physician advanced a smart coil in the target vessel but noticed that the vessel was already packed and decided to remove the smart coil. While removing the smart coil, the physician observed that the proximal part of the smart coil was unraveled. The physician then successfully removed the smart coil from the patient¿s body and ended the procedure. There was no report of an adverse effect to the patient.